Event description:
It was reported that the zimmer pulsavac plus unit was slow and wasn¿t working properly. The account also indicated there was a delay in the surgery. Additional clinical f/u was obtained to understand the delay in surgery. The surgery procedure time was increased since it took some time to procure another unit from the hosp store. The customer indicated that the pt was still under spinal anesthesia and there was no illness or injury to the pt reported as a result of the increased surgical time. The reported 30 minute increase in surgical time will be reported as a product problem/malfunction, and not as an adverse event, since there was no report of harm, injury, or additional medical/surgical intervention.

Manufacturer narrative:
A review of the mfg records was performed and there were no nonconformances during MFR that would be related to this complaint. All testing requirements were met. The device was returned for eval. It was noted that the battery pack was opened. The batteries were examined. No corrosion was observed on any battery or terminals. Each battery voltage was tested. One battery was found exhausted with a voltage of 0.87 vdc. The other 7 batteries were within the voltage limits. Fresh batteries were placed into the battery pack and the unit functioned normally. The complaint was confirmed. The unit would not function as received. The cause of the complaint is unk. The unit functioned normally when the batteries were replaced confirming the absence of any wiring issues or short circuits.